Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported hypertension appears to be due to the atrial septal defect (asd). The cause of the reported perforation associated with the asd could not be determined. The reported patient effects of perforation and hypertension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report an atrial septal defect (asd) requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that after removal of the steerable guide catheter (sgc) an asd was found. A closure device was implanted to reduce blood pressure and close the right-to-left shunt. The procedure was concluded, and the mr was reduced to grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae.